Event description:
Consumer posted on twitter claiming false positive inteliswab test results. Refer to the attached screenshot. On (B)(6) 2023, consumer posted a tweet stating they tested negative with another brand rapid covid test and tested positive with an inteliswab test. On (B)(6) 2023, consumer posted a re-tweet stating they received negative pcr results. The consumer did not provide any personal information or product information. On (B)(6) 2023, oti marketing responded to the consumer advising them to email more information to (B)(6). The consumer has not provided a lot number or any additional information.

Manufacturer narrative:
The consumer posted on twitter stating they tested positive using inteliswab but received negative pcr test results. Specific details of the collection and testing process regarding the inteliswab test was not provided. The consumer also did not provide a lot number or other product information. Orasure technologies, inc. Is unable to contact the consumer directly as no contact information was provided. No additional follow up is to be expected with this complaint and the incident will be closed internally.

Event description:
Consumer posted on twitter claiming false positive inteliswab test results. Refer to the attached screenshot. On (B)(6) 2023, consumer posted a tweet stating they tested negative with another brand rapid covid test and tested positive with an inteliswab test. On (B)(6) 2023, consumer posted a re-tweet stating they received negative pcr results. The consumer did not provide any personal information or product information. On (B)(6) 2023, oti marketing responded to the consumer advising them to email more information to technicalservice@orasure.com. The consumer has not provided a lot number or any additional information.